Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was due to an issue on the electronic picture archiving and communication systems (pacs) side. Analysis found that the software functioned as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 ,software version: 1.2.0. Software logs have been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that a manufacturer representative attempted to download exams from electronic picture archiving and communication systems (pacs) using a wired connection with wifi disabled from navigation admin. The navigation system was inside an operating room (or) at the time. The representative could see the ¿receiving digital intercommunication of medicine (dicom)¿ message but the images would not download. The representative waited for ten minutes watching it stay at 0% before giving up. The current work around was to power up another system that was stored in the hallway and download images via a wireless connection. This took about two minutes to successful reach 100%. The it was exported to a usb and imported on the navigation system in the room. There was no patient present when this issue was identified.